Event description:
Treatment of an unruptured saccular aneurysm located in the left ica (internal carotid artery). The patient was on dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline (3.50mm x 16mm) embolization treatment. During the procedure, it was reported that the device had difficulty releasing from the capture coil. Once the device was released, it jumped back proximal to the aneurysm neck. The pipeline was removed from the patient and a 3.75mm x 16mm pipeline was implanted without issues. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. (B)(4).